Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-9563-16 peripheral locking screw did not lock into an ar-9580-2410s 24mm base plate during a reverse shoulder arthroplasty procedure on (B)(6) 2025. The issue was resolved by using two replacement ar-9563-20 peripheral locking screws (5.5 x 20 mm) to complete the case. There was no delay, no additional anesthesia, and no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including misalignment of the screw insertion and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. Evaluation of the ar-9563-16 peripheral locking screw (batch 15385060) identified no issues. The ar-9580-2410s (batch 1643892347) was used in conjunction with other screws.